Event description:
It was reported that following a lead revision procedure, the pulse generator went into backup vvi mode after suspected electrocautery interaction. After a firmware download, normal device function resumed.